Manufacturer narrative:
The patient's age, date of birth and weight were not provided by the customer. The access accutni+3 reagent was not returned for evaluation. The patient's sample was sent to beckman coulter complaint handling unit (chu) for testing. Testing of the customer-supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample, with blocker proteins specific to alkaline phosphatase and heterophile antibodies reduced the elevated result by 90.0 to 99.9% confirming the presence of a patient source interferent. Per the access accutni+3 for access 2 systems IFU "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." The access accutni+3 for access 2 systems IFU also states, "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, a patient source interferent is the cause of the reproducible elevated access accutni+3 results reported by the customer for this patient.

Event description:
The customer contacted beckman coulter on 29mar2017 to report generating ten (10) reproducible, elevated troponin I (access accutni+3) results for one (1) patient on multiple access 2 immunoassay systems. Three elevated access accutni+3 results were generated on (B)(6) 2017 and recovered above the normal reference range. Four (4) elevated accutni+3 results were generated on (B)(6) 2017. One (1) elevated access accutni+3 result was generated on (B)(6) 2017, on (B)(6) 2016 and on (B)(6) 20 17. There was a change to patient care reported in association with the reproducible, elevated access accutni+3 results. The patient underwent a left heart catheterization with selective coronary angiography. The results of the catheterization and cardiac MRI showed no evidence of a myocardial infarction (mi). The customer sent a sample from the patient to beckman coulter complaint handling unit (chu) for additional testing. All system parameters (including quality control (qc), calibration and system check) for the instrument used to generate the final result on (B)(6) 2017 were recovering within assay/instrument specifications. The patient's sample was collected in a becton dickinson (bd) lithium heparin plasma separator tube and was centrifuged for one (1) minute at 5100 rpm (revolutions per minute) at room temperature. No issues with sample integrity were noted by the customer.